Manufacturer narrative:
Additional contact information: (B)(6). The getinge field service engineer (fse) advised them to report both sentara pumps to their clinical engineering department. The pump reported on this complaint is currently on the patient. They had no further questions. The customer is not asking for service. They will send the pumps to biomed. He asked for troubleshooting help. If service needed then tech support may be able to assist with contact for the local service rep for getinge. No information about repairs or resolution was made. The cable was a getinge cable for those type pumps.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted if additional information is provided. Customer did not request service.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) would not display the ECG waveform. The customer stated that a patient had been transferred on a cardiosave from another facility. When customer placed the ECG leads on the patient from their pump, there was no ECG waveform. The customer reported trying 2 different pumps and 2 different cables. They tried those cables on 2 different staff members and they worked. They used the transporting pump ECG cable on the sentara pump that would not show the ECG, and it displayed an ECG. Currently pumping with the sentara cardiosave and the transporting facilities ECG cable. The customer was advised to report both sentara pumps to their clinical engineering department. There was no patient harm or injury and no adverse event reported. This report is for the iabp that was used on the patient. The iabp that was not used is being reported on a separate MDR.